Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. This evaluation confirmed and reproduced the reported "door latch sensors" as a door not fully latched alarm. The alarm was caused by a failed lower link switch. The lower auxiliary assembly (including the link switch) was replaced.

Event description:
It was reported that a spectrum infusion pump had issues with the door latch sensors. It was also reported that there was no patient involvement.